Event description:
Vanishpoint insulin syringe did not retract during administration of insulin causing needle stick injury to nurse. Testing of source patient was negative so there was no serious disability for the nurse involved in this event.